Event description:
It was reported that prior to a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When flushing the catheter the flush port fell off. It could not be placed back on or flushed through thereafter. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
Media review: a photo was provided and reviewed by a boston scientific quality engineer that showed detachment of the flush luer, confirming the reported allegation.

Event description:
It was reported that prior to a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When flushing the catheter the flush port fell off. It could not be placed back on or flushed through thereafter. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.